Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that two dynamic hip system (dhs) screws would not fit through the plate. No patient harm or surgical delay were reported. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.